Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the unit failed water leak test due to a cut on cable and no image showing on monitor. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image showing on monitor was due to bad cable/connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up in room, before patient in room, the subject device did not connect with video. There were no reports of patient involvement.